Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
Device testing results summary: the controller fails external visual testing as result of a bent pin on port 1. The damage prevents battery from making a proper connection. Damage was most likely caused due to an improper handling of the controller.

Event description:
It was reported that a patient presented with a bent pin in the power port of the controller. The controller was effectively exchanged. There were no reported consequences or impact to the patient for this event. There is no additional information.